Event description:
It was reported per field service report: symptom - "piezo" alarm beeping with no other audible or visual alarm. Findings/action taken: went to arrow facility to pick up parts; could not reproduce. Replaced central processing unit as a precaution. Functional check okay.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.